Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the guidewire was returned, analyzed and primary finding was a connection of coil to wire is failed at 34.4cm from the end. It was further noted that the guide wire was kinked and was damaged at implant.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. A supplemental correction report is being submitted to indicate the 4296 lead was inadvertently submitted under the medical device reporting regulations, as there is no complaint on the lead. There is no indication of the failure of this marketed device to meet customer or user expectations for quality or to meet performance specifications; thus there is no complaint. Evaluation summary: (B)(4) the guidewire was returned, analyzed and primary finding was a connection of coil to wire is failed at 34.4cm from the end. It was further noted that the guide wire was kinked and was damaged at implant.

Event description:
It was reported that during the implant the guidewire was unable to be "pulled back" into the left ventricular lead. The lead and guidewire were removed and a different wire was inserted and used with success. No patient complications were reported as a result of this event.